Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the thread tore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588rtt acl fibertag® tightrope® implant was returned for investigation. Visual evaluation noted that the suture system was still assembled to the suture card, however, the needle was received detached. It was further noted that the fiberlink suture was torn under the fibertag section and the ends were frayed. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.